Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not charge without the customer maneuvering the cable into the charging port at a certain angle. The pump was unable to be charged despite the attempt of multiple usb cables and wall adapters. The customer¿s blood glucose (bg) level was 300's (mg/dl) with trace ketones. A bolus via the pump was delivered to address bg level. Reportedly the customer would continue to use the pump for insulin therapy.